Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5043466) in united states on 10-aug-2015 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013 for birth control. Consumer reported permanent nervous system dysfunction caused by excessive inflammation. She was also diagnosed with postural orthostatic tachycardia syndrome. Her symptoms are excessive tachycardia and irregular beats upon standing, blood pools, shortness of breath, dizziness, fainting, unable to stand for any length of time, anxiety, depression, chronic fatigue, nausea, migraines, gastrointestinal issues, weight gain, joint pain and severe chest pain. Removal of uterus and tubes was performed on (B)(6) 2013. As concomitant medication, consumer used zebeta beta blocker. In addition, the seriousness criterion "hospitalization" was reported. However, it was not specified for which event. Follow-up received on 20-aug-2015: product technical complaint investigation and final assessment were received: this adverse event report is related to a product technical complaint and was initiated due to a request for confirmation of quality. The bayer reference number for the ptc report is (B)(4) and the local number is (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample was available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced blood pools. This event, interpreted as genital bleeding, is serious due to medical importance and listed in the reference safety information for essure. In this case, consumer had her uterus and tubes removed. Considering the event's nature of the event, a causal relationship between this event and suspect insert cannot be excluded. Due to surgical intervention performed, this case was regarded as incident. Additionally, she also experienced serious events postural orthostatic tachycardia syndrome, permanent nervous system dysfunction and excessive inflammation. These events are unrelated to suspect insert based on the pathophysiology and given essure's local action at fallopian tubes. Non-serious events were reported. Based on the available information, there is no reason to suspect a quality deficit of the product. Further information is being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow up 23-nov-2015: the required number of follow up attempts have been completed, without response to date. No new information was provided. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced blood pools. This event, interpreted as genital bleeding, is serious due to medical importance and listed in the reference safety information for essure. In this case, consumer had her uterus and tubes removed. Considering the event's nature of the event, a causal relationship between this event and suspect insert cannot be excluded. Due to surgical intervention performed, this case was regarded as incident. Additionally, she also experienced serious events postural orthostatic tachycardia syndrome, permanent nervous system dysfunction and excessive inflammation. These events are unrelated to suspect insert based on the pathophysiology and given essure's local action at fallopian tubes. Non-serious events were reported. Based on the available information, there is no reason to suspect a quality deficit of the product. Despite follow up attempts, no further information was obtained.